Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and bacteremia. The peritonitis was manifested by severe abdominal pain, malaise, lethargy and cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with ceftazidime (250mg, discontinued, route, frequency not reported), meropenem (500mg, discontinued, route, frequency not reported) and vancomycin (500mg, discontinued, route, frequency not reported) for peritonitis. Four days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
B5: it was reported, that after (B)(6) days. The patient was discharged from the hospital. And was recovered from the event on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.